Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused fungal peritonitis. The peritonitis was manifested by turbid drain fluid. Treatment for the peritonitis was not reported. On unreported dates, the pt experienced turbid drain out solution (pd effluent) alternated with clear drain out solution coincident with dianeal therapies without other infectious clinical symptoms. The cause of the peritonitis was due to patient hygiene and living style (further details not provided). At the time of this report dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.